Event description:
It was reported that the ventilator constantly reboots itself while placed on a rolling stand. It is unk if the ventilator had an audible alarm when the reported problem occurred. The customer was unable to duplicate the problem while on the test bench. The ventilator was not connected to pt when the reported problem occurred.

Manufacturer narrative:
The investigation is ongoing and has not been completed.